Event description:
The tip broke off . Additional information received (B)(6) 2013:there was not a patient injury nor impact evident due to this problem.  While the surgeon was doing some tissue undermining, it was observed that the tip was not present on the scissor when he pulled it back.  The tip was irrigated out without injury to the patient.  No problems noted thus far on patient follow up visits with the surgeon.

Manufacturer narrative:
(B)(4) one (1) device was received for evaluation. The instrument was manufactured in february of 1998. Therefore, it is possible that the instrument has been in use for over 14 years. The instrument was inspected and it was observed that part of the insert broke off of the scissor. The break occurred at the braze line of the scissor insert. However, the rest of the blade remained intact. This indicates that the scissor most likely broke while cutting a hard material. The tips would not normally break in this manner. The root cause was overstressing of the instrument during use. The age of the instrument and usage over time may have also contributed to the failure. A review of the complaint system was performed over the last two years for this instrument. There have been no other complaints reported. The reported issue will continue to be trended and evaluated.